Manufacturer narrative:
(B)(4). G2: poland. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device discarded.

Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) due to unknown reasons. It was discovered that the patient had a metal body in the knee joint. No further details were given, except a photo which shows the retained fractured piece was removed on an unknown date. Attempts have been made and there is no further information at this time.

Event description:
It was reported a patient had an arthroscopic repair of the left meniscus approximately 11 months ago. Subsequently, it was found on radiographic imaging, a metallic foreign body remained by the meniscus and about 7 months later, underwent an additional surgery for removal of the retained foreign body. The surgery was completed without complication.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided pictures identified a broken needle tip of a juggerstitch device after removal. Medical records/radiographs were provided and identified the following: it was reported a patient had an arthroscopic repair of the left meniscus about a year ago. Subsequently, it was found on radiographic imaging, a metallic foreign body remained by the meniscus 7 months later, underwent an additional surgery for removal of the retained foreign body. As the metal fragment was located behind the meniscus, it was not visible macroscopically. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Updated: b4, b5, b6, d2, g3, h1, h2, h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event is still confirmed by provided medical records. Medical records/radiographs were provided and identified the following: later follow ups confirmed the patient reports pain on the inside of the knee, slight exudate around the mcl, exudate under mcl and a cyst under mcl 1cm diameter. Ultrasound revealed thickened synovium and bursa reaction to the metallic foreign body, all other aspects of the knee well healed. Updated investigation results do not change the root cause; root cause remains cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.